Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828805) was implanted on (B)(6) 2022. The sensor drifted from roughly 15mmhg to 30mmhg over night, roughly an 8-hour period. The patient had an elevated icp roughly 36-48 hours post implantation. The patient was taken back to theatre and an evd implanted to determine if the patient was indeed suffering an elevated icp. About 10-15ml of csf freely flowed and it was deemed an insufficient amount to cause the elevated icp reading. Therefore, the sensor was removed it was reading 20mmhg in the atmosphere. The sensor was not accidentally zeroed while implanted. The patient did not experienced any signs and symptoms due to failure. A new sensor was implanted in the patient and continues to be monitored. The issue was resolved, and the cp sensor is reading stable.

Manufacturer narrative:
Updated fields:  d4, g3, g6, h2, h3, h4, h6, h10. The microsensor (ID 826850) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.